Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead exhibited placement difficulty which is suspected to be due to myocardial fibrosis. High and unstable thresholds was also noted and multiple attempts were completed however it was unable to spin in it deeply and parameters were unstable. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.